Manufacturer narrative:
Corrected data, version no 1: additional information inadvertently not selected.

Event description:
Lead product analysis was completed. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. There is an appearance on the connector ring suggesting that pitting or electro-etching conditions occurred at the discolored region. The exact reason for the presence of the discoloration is unknown. No other issues were identified in the returned lead portions. A sets of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once.

Event description:
Patient underwent full revision (replacement of the lead and generator). The explanted products have not been received by product analysis to date.

Event description:
Explanted lead and generator were received by product analysis. Product analysis was completed for the generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was confirmed by the product analysis lab. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The product analysis lab confirmed that the generator was at normal ifi (intensified follow-up indicator)=no condition. There were no performance of any other type of adverse events found with the pulse generator. Lead product analysis has not been completed to date.

Event description:
Patient presented with high impedance and breakthrough seizures. The patient was referred for full revision (replacement of the lead and generator). It was noted that the lead could not be palpated everywhere but that the lead appeared intact. No known surgical intervention has occurred to date. No other relevant information has been received to date.